Event description:
It was reported that the patient received multiple shocks due to noise on the right ventricular lead. It was also reported that the right atrial lead exhibited noise after the first shock possibly due to lead-lead noise interactions. Both leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the defibrillation conductor (not obstructed), the inner tubing was kinked/buckled, the inner tubing was torn, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead in segments returned and analyzed. (B)(4): outer insulation breached depression, there was blood/body fluid on all conductors (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was a damaged guidetooth; full lead in segments returned and analyzed.